Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor self check failure - 1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing and troubleshooting with a known good setup without duplicating the report. Internal inspection found no abnormalities. Evaluation determined that the device functions as expected. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.